Manufacturer narrative:
There is a previous complaint (B)(4) on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was the pump was giving constant air in line message. Replacing the sensor confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from the customer reporting that they were receiving error in line for one of their pumps. No patient involved reported.